Event description:
Boston scientific crm received information that a family member of the deceased patient alleged that the patient passed away from a cardiac arrest because this device stopped working. The allegation was made seven months after the patient's death. The family member reported the device was buried with the patient, and did not specify how the device allegedly failed. A boston scientific technical services consultant (ts) referred the family member to the patient's physician to discuss the patient's cause of death. A boston scientific field representative has been contacted to determine if there is any recorded device data available for review and analysis regarding the allegation. This device is included in the mid-life display of replacement indicators advisory population initially communicated 3/10/2007, the 5/12/2006 subpectoral implants advisory population, and the 6/23/2005 renewal 3 & 4 microswitch advisory population.

Manufacturer narrative:
To date, the representative has not been able to provide additional information. This report will be updated if additional information is received.